Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero ¿0¿ calibration of the turbine differential transducer pt800 failed to calibrate. The events log has multiple turbine differential xdcr faults which indicates that this transducer is drifting and is not functioning normally. This fault caused the unit to go vent inop. Duplicated, "vent inop", complaint allegation. This issue is addressed in an internal correction.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly with turbine interface board. Powered the unit in operating mode and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found checksum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer. This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA.

Event description:
The customer reported that the ventilator does not cycle/work during pre-use set up.